Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter power issue first occurred on ¿(B)(6) 2015¿. The patient manages her diabetes with insulin (self-adjuster) and on ¿(B)(6) 2015¿ time unknown, stated that she increased her medications by ¿70 units¿ as a result of the alleged power issue.¿10 hours¿ later the patient reported she developed the symptoms of ¿sweating and jitters¿. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product, and the patient had the correct test strips. In addition cca noted that when the patient pressed the power button the meter did not turn on. Based on the information provided, the batteries did not require to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began. In addition the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.